Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the therapy harness ferrite bead being misplaced over the analog pcb integrated circuit, designator u1. This caused u1 legs 1 and 16 to lift and resistor, designator r212 to arc and burn. The customer received a replacement device.

Event description:
Physio-control was performing preventative maintenance on a customer's device and observed that the case had broken standoffs. Upon further evaluation of the customer's device, physio observed that when attempting to deliver 360 joules, the device only delivered .2 joules of energy. As a result, the wrong defibrillation energy would be delivered if it were necessary. There was no patient use associated with this event.

Event description:
Physio-control was performing preventative maintenance on a customer's device and observed that the case had broken standoffs. Upon further evaluation of the customer's device, physio observed that when attempting to deliver 360 joules, the device only delivered .2 joules of energy. As a result, the wrong defibrillation energy would be delivered if it were necessary. There was no patient use associated with this event.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).